Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned. A photograph of the reported explanted device was provided, however, device failure could not be confirmed from the image. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 00596009900 - taper plug - 60268423. 00596001651 - femoral component - 60254228. 00597206538 - patella - 60237527. 00598004702 - tibial component - 60246948. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision surgery approximately 20 years post implantation due to instability. Attempts have been made and no further information has been provided.